Event description:
Olympus was informed that, during an onsite visit. The user facility staff was not following all manual cleaning steps. Some steps were missed or not performed. The scopes are frequently transported in cinch bags only tightly coiled instead of upright using one hand. No patient infections or injuries reported.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed, during the on-site visit, and they are as follows: proper brushing and flushing was not performed. Endoscope transported without control knobs up in covered container (minimum size 16" x 16"), distal end was not positioned to avoid impact/damage. Transport container was not secure and upright at all times. The ess provided a reprocessing in-service or reprocessing training to the user facility staff.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the investigation results, the probable cause of the malfunction is likely due to the user facility's insufficient understanding of the reprocessing steps, despite olympus providing adequate information on proper reprocessing in the instructions for use (IFU) and endoscopic support specialist (ess) instructions. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.